Event description:
New information received indicates that additional vt episodes were noted. The magnet was placed over the device in order perform telemetry.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the hospital for a heat transplant procedure. The physician elected to set atp therapy off in order to avoid inappropriate shock during tachyarrhythmia that can damage the heart. The atp was operated form the merlin programmer. The telemetry failed and atp was not delivered. An external defibrillation was used to stop tachyarrhythmia. There was no issues with telemetry noted before or after the procedure. The patient was stable.